Event description:
A report was received that stated a nurse received a clean needle stick. The report stated that the needle became unsheathed during set-up and the nurse was stuck by the exposed needle. There was no report of incident related medical sequelae and no treatment was reported.

Manufacturer narrative:
Device eval: the suspect device was returned and evaluated. The device was visually examined and found to be within the MFR's specification for performance and safety. Performance and functional tests were performed and no failure could be detected. A review of the production records and incoming inspection for the complaint lot did not reveal any non-conformances related to the alleged complaint. All tested conducted where well within specification and no failure, damage, or defects were noted during examination.